Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek pro ii meter serial number (B)(4) compared to an unknown laboratory method. At 7:30 am the result from the meter was 3.4 inr. At 7:30 am the laboratory result was 2.4 inr. The blood samples were collected from a citralock catheter. The patient's therapeutic range is 1.8 - 2.5 inr. There was no allegation of an adverse event. The test strips have been requested for return. Relevant retention test strips (lot 361433) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.